Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed; analysis revealed an issue with the battery. Performance data was collected from the device and analyzed to reveal a false trigger of end of life (eol)/end of service (eos)/ elective replacement indicator (eri)/ recommended replacement time (rrt). (B)(4).

Event description:
It was reported that the device displayed a longevity estimation of three years and then one year later at the routine follow-up, the device replacement indicator had triggered about six months earlier and the device was pacing in a ventricular-only pacing mode. It was noted, the patient was diagnosed with heart failure by another physician who questioned if the heart failure may be related to the change in device pacing mode. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : performance data was collected from the device and analyzed. Analysis revealed a device eri time stamp of 2013-(B)(6).